Event description:
A (B)(6) male pt contacted zoll customer support to report a service code 107 - multiple abnormal shutdowns. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: devices evaluation of monitor sn (B)(4) has been completed. The reported problem (code 107) has been confirmed. The cause of the code 107 is an intermittent flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The intermittent connection was discovered during programming of the flash memory. The intermittent connection was likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. A root cause investigation for the fracture is currently underway. No adverse event resulted from the defective monitor. The pt received a replacement monitor.